Manufacturer narrative:
It is unknown if any part of the device will be returned. Reporter's occupation is unknown. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, at the completion of an unspecified peripheral procedure via groin access, a flexor raabe guiding sheath unraveled upon removal of the device. Resistance was reported upon removal of the device. The dilator was not reinserted prior to device removal. A section of the unraveled device remained in the patient and was stented against the wall of the vessel. There has been no report that the patient experienced any adverse effects due to this event.

Manufacturer narrative:
Additional information: c. Event summary: as reported, at the completion of an unspecified peripheral procedure via groin access, a flexor raabe guiding sheath unraveled upon removal of the device. Resistance was reported upon removal of the device. The dilator was not reinserted prior to device removal. A section of the unraveled device remained in the patient and was stented against the wall of the vessel. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The customer did not return the complaint device for this event. The customer did not provide the lot number for the complaint device. Reviews of product lots of kcfw-6.0-38-55-rb-raabe shipped to the customer revealed no related non-conformances and no additional complaints received. There is no evidence of nonconforming material from these lots in the field. The instructions for use (IFU) provided with the device warn, "if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal." The IFU further warns, "reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance I anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal." A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Based on the available information, cook has concluded that a cause for this event could not be determined. A CAPA is currently open to further address this failure mode. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.